Event description:
It was reported that within a day post implant, the right ventricular (rv) lead had high impedance and paced at 3.0 volts at 0.4 milliseconds. It was noted that there was no noise and sensing was fine. It was elected to leave the lead as is. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).